Manufacturer narrative:
Tvt registry subsequently, it was reported by the registry that the post-implant observations of moderate aortic insufficiency and a moderate par avalvular leak for this patient and device had been changed to severe aortic insufficiency and a severe paravalvular leak.

Event description:
Medtronic received information that 25 days after the implant of a transcatheter bioprosthetic heart valve, a transthoracic echocardiogram (tte) showed moderate aortic insufficiency and a moderate paravalvular leak. Two days later, a transcatheter aortic valve replacement was performed due to device migration. The patient¿s previous medical history included a percutaneous coronary intervention and a balloon aortic valvuloplasty, either on the day of the initial valve implant or sometime in the previous year. It was not reported whether a tte was performed after initial device implant, and the patient had been discharged eleven days after the initial procedure. No subsequent adverse patient effects were reported after the re-intervention.

Manufacturer narrative:
(B)(6) registry, the information was received via a third-party post-implant registry (B)(6) in a de-identified format, including only the calendar year of the event, which is reported here as the first of the year. Because the device serial number is not reported, a review of device history records could not be performed. The available information indicates that the device remains implanted and has not been returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.